Manufacturer narrative:
The last calibration was performed on (B)(6) 2019. The affected results were measured on (B)(6) 2019. The affected results were measured based on the calibration from (B)(6) 2019. Per product labeling a full ise calibration is required every 24 hours. There was no information that reasonably suggested the device caused or contributed to the event.

Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The patient results dropped low after a few hours of running. The reporter provided data for a total of 59 patient samples that were affected. Of the provided data, 23 samples had discrepant na results. Incorrect results from these samples were reported outside of the laboratory. The na electrode lot number and expiration date were requested, but not provided.